Manufacturer narrative:
Locked down smartphone: lockdown: omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported seeking medical attention for diabetic ketoacidosis (dka) at the hospital on (B)(6) 2025. He was instructed to remove the pod at the hospital and was admitted for two days, being discharged on (B)(6) 2025. During his hospital stay, he received insulin and was able to resume using pods after discharge. The patient confirmed that the pod cannula was inserted into the skin during wear, and the pink slide on the pod had moved forward. He did not notice any redness, swelling, or insulin leakage at the pod site but observed that the cannula looked bent after removal. The pod was worn on the leg.